Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was found to exhibit a gradual high out of range shock impedance measurements. The health care professional (hcp) called technical services (ts) for further review of the lead daily threshold and impedance measurements trend reports. Ts confirmed the rv lead shock impedances were high out of range and had been gradually increasing. Ts discussed troubleshooting options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.